Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, g3, g6, h1, h2, h3, h6, h8, h10. Review of the most recent repair record determined that the cutter did not pass testing and the side plate needed to be replaced. The cutter and side plate were replaced and resolved the reported issue. -the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. Actions were previously initiated to address the DHR issue -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the mesher did not properly mesh. There was no harm or delay and there was an alternate product available for use. No adverse event was reported as a result of this malfunction.